Event description:
The ge oec 9800 fluoroscopy system was reported to have poor image quality where some images would come out black or dark. This was reported only during one procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The high voltage cables and other cabling was flexed and evaluated extensively to duplicate the error and the system functioned as intended. Anomalous imaging issue for one case could not duplicate the image quality issue. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.